Event description:
Event reportable based on product analysis completed on 03/21/2010.it was reported that during a tunneled dialysis catheter placement procedure, a guide wire spring tip unraveled.two amplatz super stiff guide wires were attempted to be advanced to the jugular. One of the wires would not advance. The external spring tip of the wire separated, but did not detach from the inner core wire. The procedure was completed with another manufacturer's guide wire. No patient injuries or complications were reported. The patient status is reported as "ok."however, product analysis revealed a core wire fracture and the coating peeled.

Manufacturer narrative:
(B) (4). Device evaluation by manufacturer: the guide wire was received loaded inside the protective hoop, and severely unraveled on the distal area. The device was received with severely stretched coils. The core wire was fractured 7cm from the tip. The distal fractured core wire was entangled with the stretched coils. The stretched coils shows scraped coating. The wire met outer diameter specifications. In addition coating peeling exposing coils was found 15 cm from the fractured site. The coating was scraped and abraded 49.5 cm through 54 cm. Sem(scanning electron microscopy) fracture analysis for the two fractures revealed evidence of compression and tension. The fracture surface exhibited fatigue striations along with elongated dimple ruptures in a tear direction. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4)